Event description:
It was reported that during a procedure a patient experienced a heart block. During cavotricuspid isthmus ablation where a farawave catheter was selected for use, the patient experienced a sudden onset of asystole. The physician responded by pacing the ventricles using a catheter positioned in the coronary sinus. The patient's rhythm subsequently converted to heart block. Before exiting the electrophysiology lab, the rhythm recovered to normal sinus rhythm. The patient was already discharged from the hospital and is fully recovered.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to initial MDR in block h6: impact code.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a procedure a patient experienced a heart block. During cavotricuspid isthmus ablation where a farawave catheter was selected for use, the patient experienced a sudden onset of asystole. The physician responded by pacing the ventricles using a catheter positioned in the coronary sinus. The patient's rhythm subsequently converted to heart block. Before exiting the electrophysiology lab, the rhythm recovered to normal sinus rhythm. The patient was discharged as expected for the procedure and is fully recovered.